Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device will not be returned as the physician elected to leave it in the patient. We are unable to determine the root cause of this event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report from (B)(6), stating, blood noted in stomach contents 3 days after product placement. The physician scoped the stomach, there was no damage identified. A CT scan was performed, results not given, however the doctor doubts bleeding in the small intestine could be caused by tj tube. Patient was given blood for low hemoglobin. The tj balloon was deflated and the location of the 0650-18j's tube was adjusted. Tube left in place. The patient went to recovery. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record #(B)(4).